Event description:
The customer contact reported that during testing at the user facility, the device piezo did not pass the alarm test. A "dead spot" was noted during testing. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.